Event description:
Boston scientific crm received information that this implantable lead dislodged. It was reported that the patient has twiddler's syndrome. It was reported that the right ventricular (rv) distal coil was stuck in the superior vena cava; therefore the physician was planning to plug the df+ into the svc and surgically abandon the pace/sense and the df- portions. Then a new rv lead would be implanted for pace/sense and distal coil purposes. Technical services (ts) discussed that this is off-label use. No further adverse patient effects were reported.

Event description:
Subsequent information indicates that the physican did use the distal coil of this lead in the shock configuration and the df-1 (-) pin was plugged into a positive port of the device. A new pace/sense lead was placed successfully and defibrillation threshold testing was completed without trouble.

Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection revealed that the complete lead was returned. The lead body was slightly curled and there was a cut through the tri-lumen insulation 31.5 centimeters from the is-1 pin. Additionally, there was dried blood noted in the lead lumen, which likely entered through the cut. The gore on the proximal shocking coil was melted/burnt in multiple locations, this was believed to be due to electrocautery during the explant of the lead. The distal shocking coil was separated from the medical adhesive bonding at the proximal end. The lead passed continuity testing, which indicates that this product was electrically continuous. The clinical observation was unable to be reproduced in a laboratory setting.

Manufacturer narrative:
The df-1 (-) portion of this lead remains in-service and the pace/sense portion and df-1 (+) pin was surgically capped.